Event description:
New information notes the device will not be returned for analysis.

Manufacturer narrative:
Additional information notes device will not be returned.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was deactivated, and a replacement was implanted on (B)(6) 2021. The patient was stable after procedure.